Event description:
The customer reported that a continuous renal replacement therapy (crrt) was initiated by the dialysis staff at approximately at 13:40 pm. Approximately two hours into the treatment, the machine alarmed multiple times: four times within a four-five minute period and then, twice more within the next thirty minutes. It was during this thirty-minute period that the machine was noted to have pulled 1000 cc of fluid from the pt. At approximately at 16:00 pm the dialysis staff was alerted by the intensive care unit (ICU) of the alarm situation associated with pt fluid removal rate. Aproximately at 16:05 pm, the treatment was discontinued. The machine was returned to the acute dialysis unit for inspection. When the machine's alarm history was reviewed, it showed that the "replacement incorrect weight change detected" caution alarms were at 17:00 pm the gambro clinical support staff was contacted via telephone and a gambro advisor explained that when the alarm is overridden multiple times without correction, the prisma machine would, in its current setting, pull fluid from the path of least resistance, which in this case was the pt. Reference attached two user facility reports: one is 0300640000-2004-9009, the other has no reference.